Event description:
The customer reported false low na (sodium) results were generated when using the unicel dxc 800 synchron system. The customer did not provide the number of samples involved in this event. Test results were not reported out of the lab. When the issue was noticed, the samples were repeated on another dxc and those results reported. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer stated that qc (quality control) prior to and after the event was within the laboratory's established ranges. Data was requested, but not provided. The field service engineer (fse) evaluated the instrument and found the acrylic block was cracked and replaced it. The fse also replaced the carbon bridge (as part of the flow cell replacement) and eic valves and re-tubed the ise system. The instrument performance was verified with calibration, precision and quality control. Identified failure mode: failure mode is unknown. Multiple parts were replaced, any of which could have caused or contributed to the event.